Event description:
The customer reported that the "shock was not delivering."

Manufacturer narrative:
(B)(4). The customer reported that the "shock was not delivering." The device was evaluated locally. The symptom could not be duplicated. The device was returned to service after passing all testing. As of (B)(6) 2010, the customer has not called back regarding this issue with this device. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause sine the symptom could not be duplicated.